Manufacturer narrative:
(B)(4): myocardial infarction.

Event description:
During index procedure the pt had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal circumflex. On the same day the pt suffered a myocardial infarction (mi). The mi was not related to the target vessel. The investigator indicated that the reported event was possibly to the study device. (Ref MFR# 9612164201101141).